Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-mar-2006, UDI#: (B)(4), implanted: 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25.0 mg/ml of dilaudid at 5.5 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient lost weight and fell. The patient underwent a pump pocket revision on (B)(6) 2020 at which time the pump connector on the patient's catheter was replaced due to the moving pocket. A new pump connector was implanted. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. Additional information was received on (B)(6) 2020 from the healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the patient did not experience any symptoms or device issues related to their fall. According to the hcp, there was pump movement in the pocket and so the hcp electively moved the pump pocket. The hcp was notified that they should return the pump connector piece of the catheter, but they discarded it. No further complications were reported.